Manufacturer narrative:
A distributor engineer was at the customer site to address the reported issue. The field engineer noted dirty dispense lane motor and required lubrication. The field engineer cleaned and lubricated the dispense lane motor to resolve the issue. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2019 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [4093] d.lane-mix home overrun cause: the home sensor s033, which is not supposed to be activated after the dispensing lane mixing moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s033 and also check to see the cause of slipping, and so on, that occurs when pm031 moves to the limit side. The probable cause of the issue is attributed to dirty dispense lane motor and lack of lubrication.

Event description:
A distributor stated the customer reported receiving error 4093 d.lane-mix home overrun on the aia-900 analyzer. A distributor engineer was dispatched to address the reported issue, which resulted in delayed reporting of estradiol (e2), intact parathyroid hormone (ipth), prolactin (prl), progesterone ii (prog ii), and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.